Event description:
An overinfusion involving a colleague infusion pump. The pump was inffusing a pigglyback of potassium chloride, 40meq in 100ml bag, at a rate of 25ml/hr, 4 hours infusion, to a patient in the shortstay unit. The patient was also receiving uspecified IV fluids at a rate of 150ml/hr on another pump. The nurse reported she had set up the potassium chloride infusion properly, programmed the pump as intended, and watched the pump to start the infusion at the rate of 25ml/hr. Approximately 15 minutes after the infusion was started, the patient called the nurse with a complaint of burning at the IV site. The nurse attempted to change the IV set up of potassium to be infused as a primary infusion/line, to run two primary infusions at the same time in order to allow additional dilution of potassium. The nurse attempted to prime the new IV set for the potassium infusion, and noticed the potassium bag was empty. Reportedly, the pump was still displaying the secondary line was being infused, however, the rate was displayed as 168ml. It was uknown by the nurse why the infusion rate on the pump was different from the initial programmed rate of 25ml/hr. The patient was put on a monitor, EKG was performed, serum potassium was drawn, and a set of vital signs was taken. According to the nurse, there was no change in the patient's status or vital signs and no cardiac changes occurred. After the patient's assessment was performed, the physician was notified, but no medical intervention was ordered. The patient continued to be monitored. The patient's serum potassium level was reported to be 3.5 prior to the event (which was considered low at the facility) and was found to be at 3.9 after the event, within normal limits. According to the nurse, the patient recovered from the event and the pain and redness at the IV site resolved.